Event description:
Customer stated "smelled burning plastic when using pad." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector did not find any defect or irregularity with the product. The pad was tested on three separate occasions and all components were working properly the customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot